Event description:
The customer stated that a false reactive architect havab-g result was generated for a patient sample on (B)(6) 2022. The sample initially tested nonreactive at 0.03 s/co. The sample retested reactive at 1.01 s/co two days later on a different architect analyzer. The false reactive result was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of alinity I havab-g reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Based on the investigation, no deficiency for lot number 24882be00 was identified.